Manufacturer narrative:
Additional information: customer phone/fax number investigation results: one my8060-0006 sample was received without packaging for investigation. The customer reported that the affected sample was from lot 92218602. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have contributed to the customer's experience. Functional testing was performed by drawing fluid into the device and flushing it; no leakage was detected from the texium syringe throughout testing. The sample was then subjected to pressure testing; again, no leakage was detected from any point of the syringe throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 92218602 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the my8060-0006 product in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd texium needle-free syringe was leaking the following information was received by the initial reporter with the following verbatim: the leak occurs once the fluid has been mixed. It seems to be the black part of the internal chamber that leaks. When you draw back the syringe.